Event description:
The customer stated that they received an erroneous result for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The sample initially resulted with an na value of 115 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting with a value of 138 mmol/l. The sample was also repeated on a second analyzer, resulting with a value of 138 mmol/l. The repeat value of 138 mmol/l was deemed to be correct. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer could not determine a cause. He removed the electrodes, cleaned the ise bath assembly, replaced the ise tubing, and replaced the sipper nozzle. He conditioned the ise flow path and performed a reagent prime. He successfully completed ise checks. He ran precision studies and these were within specifications. The customer ran calibration and controls; the results were within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.